Manufacturer narrative:
A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: hospital manager. The details of the actual condition could not be determined as the sample was not available for evaluation. Retention samples were visually inspected and confirmed free of defects such as bent/tilted cannula, and damage to the cannula that might contribute to the complaint. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during production. The product's lot history file revealed no related issues that would cause the cannula breakage. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause broken cannula. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Prior to the supply of cannula (raw material) to the needle assembly process, qc conducts incoming inspection which includes dimensional inspection and verification of certificate of analysis according to material specification. The supplied cannula raw material is tpc inspected wherein the overall visual condition of the cannula has been checked. From the previous two fiscal years to the present, we received a total of seven (7) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a technician was drawing blood using a syringe needle combo when the needle broke off inside the dog. The dog required surgery to remove the broken needle. Additional information revived on 28 may 2025: the broken cannula was successfully removed. The sharp wasn't in the jugular when it broke off, just the neck tissue, so surgical removal was successful. The patient has recovered and healed well from surgery, and no further complications are expected.